Event description:
Following a review of the event data, it was reported that a single analysis was performed and a no shock decision rendered on what appeared to the reviewer to be ventricular fibrillation. During further investigation it was discovered that by the time the analysis was completed, the als personnel had arrived with their monitor/defibrillator and the sad was disconnected. The reporter stated that the paramedics did not continue treatment based on the no shock decision of the sad and pronounced the pt doa. The reporter stated the alleged malfunction contributed to the pt's death by rendering an inappropriate no shock decision which resulted in the discontinuance of treatment.